Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a call service alarm when attempting to power on the pump. It was noted that the pump was without power for many days prior to attempting to power the pump on.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture behind the display lens. During testing, the pump powered on with a multicolored display. The pump emitted a call service alarm when attempting to perform the rewind step. A leak test was performed and a pump case leak was found. The pump case was removed and evidence of moisture was observed throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.